Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C51079) for female sterilisation. The patient had a medical history of adenomyosis, covid-19, left lower quadrant pain, dysmenorrhea, anxiety depression, prediabetes, parity 3, multi gravida and pelvic pain. Previously administered products included: toradol for allergies and propionic acid derivatives, bupropion and gabapentin. The patient had a family history of blood pressure high. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2254 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Trailing coils: left 3 right 5 discrepancy noted : removal date as per argus (B)(6) 2021 as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: a. Left fallopian tube and essure coil - essure coil (gross examination only). Left fallopian tube: - within normal limits. - no evidence of endometriosis. - no evidence of neoplasia. B. Right fallopian tube and coil - essure coil (gross examination only). Right fallopian tube: gross description a. Left fallopian tube and essure coil received is an essure coil measuring 4.0 cm in length by 1 mm in average diameter. B. Right fallopian tube and essure coil received is an essure coil measuring 4.5 cm in length by 1 mm in average diameter; on 16-aug-2022: pre-op diagnosis: pelvic pain procedure: laparoscopic assisted total hysterectomy specimen submitted: uterus and cervix diagnosis uterus and cervix cervix: - cervical transformation zone shows squamous metaplasia. - no evidence of cervical dysplasia or neoplasia. Corpus uteri: proliferative endometrium. - no evidence of endometrial hyperplasia or neoplasia. - myometrium shows adenomyosis. [Ultrasound pelvis] on (B)(6) 2021: impression:: patient counseled on reports of patients with history of essure placement can have chronic pelvic pain. Patient also advised to have essure removed (B)(6) 2021: patient present today with continued pelvic pain; on (B)(6) 2021: uterus: 9.3 x 4.5 x 4 cm, ems: 8.98 mm with 2 hyperechoic lesions noted in fallopian tubes with left one more distal to uterine corpus patient had essure coils placed in 2016. Patient denies any history of abnormal pelvic pain prior to placement of the coils. Patient does recall having some sharp stabbing discomfort during the deployment of the left essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2239 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C51079) for female sterilisation. The patient had a medical history of adenomyosis, covid-19, left lower quadrant pain, dysmenorrhea, , anxiety depression, prediabetes, parity 3, multi gravida and pelvic pain. Previously administered products included: toradol for allergies and motrin children, bupropion and gabapentin. The patient had a family history of blood pressure high. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2254 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Trailing coils: left 3 right 5. Discrepancy noted : removal date. As per argus (B)(6) 2021 as per mr 16-nov-2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: a. Left fallopian tube and essure coil - essure coil (gross examination only). Left fallopian tube: - within normal limits. - no evidence of endometriosis. - no evidence of neoplasia. B. Right fallopian tube and coil. - essure coil (gross examination only). Right fallopian tube: gross description a. Left fallopian tube and essure coil. Received is an essure coil measuring 4.0 cm in length by 1 mm in average diameter. B. Right fallopian tube and essure coil. Received is an essure coil measuring 4.5 cm in length by 1 mm in average diameter; on 16-aug-2022: pre-op diagnosis: pelvic pain. Procedure: laparoscopic assisted total hysterectomy. Specimen submitted: uterus and cervix diagnosis uterus and cervix. Cervix: - cervical transformation zone shows squamous metaplasia. - no evidence of cervical dysplasia or neoplasia. Corpus uteri: proliferative endometrium. - no evidence of endometrial hyperplasia or neoplasia. - myometrium shows adenomyosis. [Ultrasound pelvis] on 04-nov-2021: impression:: patient counseled on reports of patients with history of essure placement can have chronic pelvic pain. Patient also advised to have essure removed 24sep2021: patient present today with continued pelvic pain; on (B)(6) 2021: uterus: 9.3 x 4.5 x 4 cm, ems: 8.98 mm with 2 hyperechoic lesions noted in fallopian tubes with left one more distal to uterine corpus patient had essure coils placed in 2016. Patient denies any history of abnormal pelvic pain prior to placement of the coils. Patient does recall having some sharp stabbing discomfort during the deployment of the left essure coil. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received : lot number, reporters information, race information, patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2239 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.